Event description:
It was reported that the patient had continued heart failure, on (B)(6) 2025 the physician also elected to cap and replace the right ventricle outflow tract (rvot) lead for a left bundle branch lead. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced during this procedure. There were no patient consequences.